Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass procedure that the arterial outlet had extra plastic on it, which would not allow the tubing to seat completely around it, resulting in 30 cc's of blood loss.

Manufacturer narrative:
Terumo did receive the actual device and decontaminated through the bleach process and evaluated. Performance tests noted a drip from the arterial outlet port which was still mated with the returned tubing. A visual inspection noted a linear series of deformations on top of the port, however, no extra pieces of plastic was noted. This device is subjected to 100% visual inspection during the processing and packaging processes. The device was most likely subjected to an abnormal event during handling resulting in the deformation of the plastic barbs of the arterial blood out port. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and follow up. (B)(4).